Event description:
During use of an intravascular ultrasound (ivus) imaging catheter in a percutaneous coronary intervention, thrombus occurred in the mid left anterior descending (lad) artery. Prior to completing first pre-ivus run in the lad, the image disappeared and shortly after thrombus occurred. Physician successfully removed thrombus by using an aspiration catheter followed by deployment of a stent. There was no reported clinical consequence to the pt.

Manufacturer narrative:
(Other) for no allegation of product malfunction, or, non conformance contributing to the reported event.